Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove patient code cutaneous contour deformity since patient code capsular contracture was already reported. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture; baker grade iii, and double bubble breast deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast augmentation with a 550cc mentor memorygel breast implants on both sides and was presented with bilateral capsular contracture; baker grade iii, and bilateral double bubble breast deformity postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.